Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet failed to advance in the right ventricular lead. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of failure to advance the stylet was not confirmed. As received, a complete lead was returned in one piece with a stylet inserted inside the lead. Electrical tests and x-ray examinations did not find any indication of conductor fractures or internal shorts. A visual inspection of the lead did not find any anomalies.